Manufacturer narrative:
The ultimum introducer was returned and the reported event of sheath damage was confirmed. The sheath distal tip had been split and the sheath tubing was creased and kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tissue dissection is inconclusive. The cause of the split sheath tip and sheath damage is consistent with damage during use.

Event description:
After retrieval of the introducer, a dissection was found at the introduction site of the external iliac artery. Tears and deformation were found on the sheath of the device. The issue was resolved by placing a stent over the affected area.